Event description:
The pt received her scs sys on (B)(6) 2011. It was reported that the pt was having problems communicating with ipg two weeks post-op. The ipg site was extremely swollen so the pt was advised to wait for the swelling to go down. On (B)(6) 2011, the ipg was found to have rolled over on it's side in the pocket. The dr verified this through fluoroscopy. The dr palpated the tissue around the ipg and rotated the ipg to where the pt was able to locate and recharge the device. The device functions as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.